Event description:
Boston scientific received information that following successful device implant, the physician reportedly was unable to establish telemetry. Additionally, immediately post implant, noise interference and loss of capture were observed. The associated right ventricular and right atrial chronic leads are of another manufacturer; however, involved with observed pacing inhibition. The physician confirmed appropriate lead positioning and moved the patient to another environment for additional system evaluation. Favorable values were recorded and no adverse patient effects had resulted. The device remains implanted and in service in the absence of additional anomalies. Hospital: (B)(6), implant date (B)(6) 2009, event date-(B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).